Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that a high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device.

Event description:
Additional information was received confirmed this device was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
No further information is available at this time. If additional information becomes available, this investigation will be updated at that time.

Event description:
It was reported that this pacemaker exhibited both oversensing and undersensing of both leads. It was also noted that this device exhibited an increased power consumption due to high sensing rates. This device was recommended to be replaced. Currently this device remains in service. No adverse patient effects were reported.